Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown) at unknown concentration/doses via an implantable pump for intractable spasticity. It was reported by the patient that they were getting leg spasms which the patient stated were due to constipation. Patient said they went to their doctor and they gave them something to drink and told them to go home and drink it. Patient stated they were still having leg spasms and that they started a few days ago. The patient was redirected to their healthcare provider to further address the issue. Additional information received from a health care provider (hcp) indicated that per the provider, the systems looked good. It was stated that there were no issues with the pump after being interrogated on 2 separate occasions. When asked about environmental/external/patient factors that could have led or contributed to the issue, the provider believed this to be related to a urinary tract infection (uti) that the patient was dealing with. It was further stated that the patient was currently on a round of antibiotics. When asked what actions/interventions were taken to resolve the event, the hcp stated that the patient was adamant that the catheter was not working and decided to go to "wewkesha" to have it checked out. The hcp stated that per "uw", they don't do catheter dye study's for this. When asked if the event had resolved, the hcp indicated that it was unknown. As of 2024-03-25, there was no return call from the patient. There was also no new complaints/concerns from the pentec nurse who did the pump refills at home. The patient's weight at the time of the event was also provided. Additional information received from a health care provider (hcp) indicated that the pump and catheter was implanted by an outside p rovider and they were not able to provide the model number/serial number for the catheter. When asked what diagnostics/troubleshooting was performed, the hcp stated that the patient declined to be seen for a catheter dye study. The cause of the catheter not working was unknown and the hcp did not know of any issues as the patient decline the visit. Actions/interventions taken included offering the patient a catheter dye study, which they declined. It was unknown if the issue was resolved as the patient had not returned calls.